Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrocardiogram showed that the av intervals were longer than what the device was programmed. It was also noted that there was noise. The device is still in use. No patient complications have been reported as a result of this event.